Manufacturer narrative:
H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Due to the low vault, the lens was removed and replaced intraoperatively for a longer length lens. The problem was resolved. The cause of the event was reported as unknown.